Event description:
Patient reported, home power supply losing power and not charging device.

Event description:
Patient reported, home power supply losing power and not charging device.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom home power supply s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Visual inspection of external components found a crack on the corner of the power supply housing. Power supply failed functional testing for acceptance at incoming inspection. Component would not generate any power although it was plugged into ac power source. No additional testing could be completed as the power supply did not generate any power. Failure investigation for this complaint confirmed the reported issue during functional testing. The customer complaint was replicated during testing; the root cause of the reported inability of the home power supply to charge the device was unable to be determined, however, it was confirmed that the power supply was nonconforming. Failure investigation identified no other test failures or damage that could have contributed to the reported issue. The crack found on the corner of the power supply housing was cosmetic only. Patient was switched to a backup power supply without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.